Manufacturer narrative:
Conclusion: no device failure. Visually examined. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 116389878. Device history record reviewed. Reviewed technical summary. Evidence that product in specification when used.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00075. This event occurred in (B)(4).

Event description:
Allegedly patient slipped on an icy road. Removed during the revision of another component.